Manufacturer narrative:
At c5-c6 level: -the review of the device records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event. -investigation shows that the superior plate of the prothesis appears to be larger than the upper vertebra (overtaking anteriorly) . In addition, both prosthesis plates seems to be not parallel, probably due to a poor anterior preparation of inferior vertebra. Those factors combined could have triggered a mechanical effect that caused the migration. -regarding data investigation and provided information, the root cause of this issue is determined to be user error (failure in sizing of the prosthesis and in preparation of endplates, so failure to follow surgical technique) . The investigation found no evidence to indicate device malfunction related. Addition information requested (especially number of revised levels, only c5-c6 or 2 levels, information about replacement products and patient state of health). Sent to external laboratory.

Event description:
Mobi-c p and f us : migration, initial surgery : 2 level surgery, on (B)(6) 2017. Patient experienced a discomfort. X-rays shows mobi-c was expulsed at c5-6 not linked with a trauma. Revision surgery was planned on (B)(6) 2018. Addition information requested (especially number of revised levels, only c5-c6 or 2 levels, information about replacement products and patient state of health).

Manufacturer narrative:
The product was not returned to the manufacturer. It's at the hospital disposal. Therefore no examination could be performed. Update received on 19th february from the reporter: " only one level was revised". Several attempts were done to collect informations about patient state of health. No additional information were received. The review of the device records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event. Regarding data investigation and provided information, the root cause of this issue is determined to be user error (failure in sizing of the prosthesis and in preparation of endplates, so failure to follow surgical technique). If additional information were received that add value to this investigation results another report will be sent the investigation found no evidence to indicate device malfunction related.

Event description:
Mobi-c p&f us : migration.

Manufacturer narrative:
Corrections in: a1, b5, d2: common device name, e1, e2, e3, g4, h3, and h6: method and conclusions. Additional information in a5: ethnicity, b3, b6, d4: UDI number, g5, and h6: patient, device, and results. The explanted device and x-rays were evaluated. There was no damage found on the device's components. The x-rays show that the footprint of the device was too long for the patient as the anterior portion of the device protrudes anteriorly from the vertebral bodies. The device was also not parallel, indicating that the pll was not fully released or the implant was not positioned correctly, possibly in relationship to the device being too long for the patient. The x-ray from a later date shows the inferior plate and pe insert have migrated out of the disc space. The cause is likely attributed to an incorrect size selection for this patient and malpositioning of the device within the disc space. The device's labeling provides instructions on selecting the appropriate size implant, as well as how to install and ensure the implant has been placed correctly. A review of the production records did not identify any manufacturing issues that would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c construct that migrated anteriorly at c5-6. The post-op c-ray provided shows the inferior plate and poly core have migrated. The patient experienced discomfort prior to the revision.